Manufacturer narrative:
Diopter: +23.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search; lens evaluation. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens optic torn. Pieces of optic and both loop haptics are torn off and missing. There was evidence of dry clear surgical residue on optic surface. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +23.00 diopter three piece silicone lens. Lens tore upon insertion into the patient' eye. Crack in optic noted. The lens was cut and removed with no patient injury. Further information has been requested but none has been forthcoming.

Manufacturer narrative:
Per medical review: reportedly, optic defect ("crack") of three-piece silicone iol was observed upon insertion requiring intraoperative lens removal. No reported incision enlargement or any other tissue damage. According to the report, dated on (B)(6) 2015 lens was removed with no harm to the patient. Device history report review: a review of the device history record reveals nothing in the manufacturing, inspection or packaging process records that suggests a contributory factor to the complaint. Based on the complaint history, work order search, medical review, device history report review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).